Event description:
Adverse event: poor clinical outcome. A physician called and reported, he had experienced poor clinical outcomes with hyperopes. He had called to request help to improve overall outcomes and for possible help with nomogram development. The physician did not feel pts had been harmed or injured. Preventive maintenance completed on 03/28/2008 indicated successful system verification to specifications.

Manufacturer narrative:
Determination of root cause: assessment: a review for twelve months prior to the reported date for all clinical complaints showed no previous complaints for this system. A successful system verification to specifications was completed on 03/28/2008. Conclusion: with the info provided, a root cause could not be identified. (B) (4)